Event description:
The user received questionable thyrotropin (tsh) results for one patient sample when compared to the centaur analyzer. The results from the analytical e module analyzer were: on (B)(6) 2011, the result was 40.221 uui/ml. On (B)(6) 2011, the result was 42.271 uui/ml from a different analytical e module analyzer. The results from the centaur analyzer were: on (B)(6) 2011, the result was 1.077 uui/ml. On (B)(6) 2011, the result was 0.923 uui/ml. From a new sample on (B)(6) 2011, the result from the centaur analyzer was 1.006 uui/ml and was reported outside the laboratory. The patient was not adversely affected and was under treatment. The tsh reagent lot number was 161438. The field application specialist verified the calibration and quality controls results were in the acceptable range. Performance testing was also run with the results acceptable.

Manufacturer narrative:
Additional information concerning the patient was provided. The mother of the patient was normal (euthyroid). The patient was only (B)(6) and the hypothyroidism was detected on (B)(6) 2010 with a tsh result of 17.007 uui/ml. The patient received eutirox in (B)(6) and the tsh result was back to normal at 2.401 uui/ml but in the next month the tsh result was 45.805 uui/ml. On (B)(6) 2010, the tsh result was 49.044 uui/ml and the doctor increased the medicine dose. On (B)(6) 2010, the result for tsh was 29.020 uui/ml on (B)(6) 2011, the tsh result was 0.010 uui/ml on (B)(6) 2011, the tsh result was 0.015 uui/ml and the medicine dose was decreased. On (B)(6) 2011, the tsh result was 0.960 uui/ml on (B)(6) 2011, the tsh was measured in two different labs one using ecl and the result was >48.00 uui/ml and in another lab using clia the result was <0.20 uui/ml.

Manufacturer narrative:
The investigation could not determine a specific root cause as no sample from the patient could be provided for further testing.

Manufacturer narrative:
This event occurred in (B)(6).